Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that on (B)(6) 2025 , the patient experienced a run of ventricular tachycardia (vt) in the morning, requiring cardioversion. The following day, non-sustained ventricular tachycardia episodes were noted and were self-resolving. A change in mental status was observed the prior day; neurology was consulted. Intracranial clots were identified, and a head CT was planned. The patient was reported to be adequately anticoagulated for the indicated duration. On (B)(6) 2025, the patient continues to exhibit renal and hepatic dysfunction requiring continuous venovenous hemofiltration (cvvh). Possible sepsis noted. Ejection fraction approximately 20%. Possible heparin-induced thrombocytopenia (hit) under consideration.